Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. The known inherent risk investigation conclusion code was selected based on the report of helix difficulty and a failing helix mechanism test due to dried blood/tissue clogging the helix tip. Susceptibility of active helix fixation tips becoming clogged with coagulated blood/body fluid is a known risk.

Event description:
It was reported that this brady lead was not implanted successfully as the helix did not extend after multiple times of repositioning. The helix appears as though it got bent on the septum. This lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this brady lead was not implanted successfully as the helix did not extend after multiple times of repositioning. The helix appears as though it got bent on the septum. This lead was never in service. No adverse patient effects were reported.